Event description:
It was reported that sensing had decreased since implant. The lead was repositioned in 2011 for this reason, but sensing has continued to decrease. Pacing during spontaneous rhythm was noted. Undersensing due to low sensing was suspected. There were no adverse consequences to the patient. The physician will continue monitoring the lead closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.